Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was deployed three times, however the valve dislodged and would not stay in the annulus as it could not make annular contact on the left cusp. The valve was removed from the patient. A non-medtronic 26 mm valve was implanted. It was reported that the annulus was elliptical. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-29}; product serial number {j074663}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot number {0012143367}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.